Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4), belt sn (B)(4), and battery sn (B)(4) have been completed. The reported problem (does not power on/code 204) has been confirmed. As received, the monitor would not power on and the battery was non-functional. Upon evaluation, there was contamination inside the monitor and the f1 fuse was open inside the battery pack. The cause of the non-functional battery pack is the open fuse. The cause of the open fuse is the liquid contamination. The root cause for the contamination is liquid ingress of an unknown contaminant. In addition, the belt receptacle was damaged on the monitor and the esd component was damaged inside the electrode belt distribution node (dn). The cause of the code 204 is the damaged receptacle and component. The cause of the damaged component is the damaged receptacle. Root cause investigation into the damaged receptacle is ongoing under an existing internal corrective action. No adverse event resulted from the defective monitor, electrode belt, or battery pack.

Event description:
A zoll distributor contacted zoll to report that the patient heard a 'loud boom' and the monitor would no longer power on. The patient's device also reportedly produced service code 204.